Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : device not returned.

Event description:
A customer contacted stryker to report that their device would not power on when attempted. As a result, defibrillation therapy would not be available, if needed there was no patient use associated with the reported event.